Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had to go to the emergency room because their urine ¿got stuck¿ 3 days ago and the patient had to use a catheter to release the urine. The reason for the call was to ask what kind of adjustment to make if the patient couldn¿t urinate. It was noted that the patient was implanted to help with their pre-existing condition of retention. The caller wanted to know if they should increase or decrease stimulation to help their symptoms. The caller stated since they had been able to pee, the patient hadn¿t touched their programmer. It was reviewed that if the therapy was good, the patient shouldn¿t have to make any adjustment. The caller asked if the patient¿s bladder was ruptured, and when asked what the healthcare provider told them, the caller stated that the emergency room told the patient that their bladder may be ruptured. The caller was redirected to a healthcare provider. The caller reported that the patient was ok now, and they could pee now after going to the emergency room. Additional information was received on (B)(6) 2018 from a healthcare provider (hcp) indicating that catheterization was a new intervention for the patient. The hcp reported that ¿one up¿ was the cause of the sudden return of retention symptoms, it was not clear what was meant by this response. The hcp reported that the patient¿s retention had been resolved. The hcp also reported that the patient¿s bladder had not ruptured. No further complications were reported.